Manufacturer narrative:
The approximate age of the device is 3 months. The pt subsequently expired (ref MFR@ 2916596-2014-01597). No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient expired on (B)(6) 2014 due to cva and the patient death was noted to not be related to the lvad pump (reference MFR # 2916596-2014-01597). The product was not returned. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was noted that the pt had abdominal flap reconstruction due to infection. The vad coord confirmed that the abdominal reconstruction was to treat a pump pocket infection. The event date is estimated. The event date was noted from august as "weeks to months ago."